Event description:
The following information was reported to gore: on (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheath (dsf). A 12 fr dsf was used for left access. An angiography revealed a dissection at a left external iliac artery after the 12 fr dsf was lowered. Additionally a stent graft was implanted to extend distally. The patient tolerated the procedure. The physician stated that regarding the dissection that the diameter of the access vessel was a little bit small but the cause was unknown. Reportedly, the vessel diameter of around the dissection was 6.9 mm. But it was not too small to prevent passage of the 12 fr dsf. As reported, there was no thrombus or calcification at the location of the observed dissection.

Manufacturer narrative:
The following patient information was requested by, but was not available: weight, date of birth, pre-existing conditions and medications. (B)(4) . According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.